Event description:
The initial complained of discrepant high glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) (meter a) and accu-chek inform ii meter serial number (B)(4) (meter b) compared to the laboratory. The patient is currently in the hospital post renal transplant. The patient was initially tested on meter a at 4:25 a.m. With a result of 134 mg/dl. A blood draw was obtained for the laboratory at 4:30 a.m. And the result was 64 mg/dl. On (B)(6) 2019 the patient was tested on meter b at 6:04 a.m. With a result of 129 mg/dl. A blood draw was obtained for the laboratory at 6:10 a.m. And the result was 35 mg/dl. It is not known if the samples for the meter tests were from finger sticks or IV draws. The customer believes the meter tests were performed appropriately and that the IV was properly flushed prior to the draws for the laboratory. The patient was not treated based on the meter results. No adverse event occurred due to the device. The patient is receiving IV insulin, 10% infusion and IV ascorbic acid (1500 m, 4 x a day at a rate of 50 ml over the course of one hour). The customer is wondering if the inform ii meter results are accurate due to the patient receiving ascorbic acid. The patient's current ascorbic acid levels are not known and have not been tested. Product labeling states that "intravenous administration of ascorbic acid which results in blood concentrations of ascorbic acid > 3 mg/dl will cause overestimation of blood glucose results." Qc was performed on both meters within 24 hours of the event with passing results. The test strips were requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.